Event description:
Device report from depuy synthes reports an event in austria as follows: it was reported that on (B)(6), during today's surgery by surgeon in the hospital, a three-segment kyphoplasty was performed. The synflate kyphoplasty system was used and all three vertebral bodies were fitted with 2 access trocars each. 2 confidence cements were specified for the augmentation, which were removed from the packaging preoperatively. These 2 confidence cements were positioned on the operating table at a room temperature of 21 degrees until the start of the augmentation. In my personal presence the confidence cement was mixed and applied by the instrumentalist exactly according to the instructions for use when mixing and applying the cement. After filling the cement cannulas and inserting them into the first surgical trocar, the cement was augmented into the vertebral body. The cement cannula was then inserted into the second working trocar and also augmented. After inserting the cement cannula into the third working trocar, surgeon reported increasing resistance when turning the hydraulic pump. As a result, surgeon pulled the cement cannula out of the working trocar and found that the cement no longer had the necessary viscosity. The nature of the cement for this condition was tough to hard and could only be confirmed by my visual inspection and demonstration by surgeon. From the point at which the cement was mixed (monomer with cement powder) it took about 6 minutes for the cement to become ¿tough to hard¿. Surgeon then asked for the 2nd cement, which had already been prepared, to be mixed. This was properly mixed again exactly according to the application guidelines in my personal presence. The rest of the procedure was the same as when using the first cement. Unfortunately, this 2nd cement was already completely hard shortly after the beginning of the filling (less than 5 minutes) of the vertebral body. This required the opening of a third confidence cement pack. Again, this cement was properly mixed according to the application guidelines. During the augmentation of the vertebral bodies, this cement could be introduced in the usual viscosity without any problems. The surgery was successfully completed by reacting quickly and mixing and using this third cement. Based on my subjective assessment, it is inexplicable to me why the first two confidence cements did not correspond to the usual viscosity and working time. Procedure was completed successfully with ten(10) minutes surgical delay. This report is for one (1) confidence spinal cement system confidence kit spinal cement system. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A manufacturing record evaluation was performed for the finished device: product code: 283913000-11; lot number: 375936; it was electronically reviewed and no non-conformances /manufacturing irregularities related to the malfunction were identified. The product was released on: 29/06/2023. Manufacturing site: jabil le locle. Expiry date: 31/05/2024. H6: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient outcome is positive.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a3. B5. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.